Event description:
Customer reported results of 332mg/dl on accu-chek advantage system, and 140mg/dl on professional meter within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.